Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800676 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while attempting to ligate a vessel, the distal portion of the device fell apart. The jaw assembly of the device failed and 3 pieces of the assembly fell into the abdomen. The patient was not harmed and the device and 3 pieces were successfully removed from the patient's abdomen. The surgery was completed successfully and without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. Both jaws were popped off of the device and both had bent jaw legs. The returned sample appears used as there is biological material present on the device. There are indications that the device was most likely bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. The jaws would pop off of the device either when the tube was bent or when the tube was trying to be straightened out. Therefore, the root cause of this complaint issue is user error and in-service (B)(4) has been requested. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Since the root cause of this complaint was determined to be 'user error', in-service request (B)(4) has been submitted. The reported complaint of "fell apart in use" was confirmed based upon the sample received. The sample was reviewed with a r & d engineer. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. Both jaws were popped off of the device and both had bent jaw legs. There are indications that the device was bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. The jaws would pop off of the device either when the tube was bent or when the tube was trying to be straightened out. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. This type of damage would not be present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is user error and in-service (B)(4) has been requested.

Event description:
It was reported that while attempting to ligate a vessel, the distal portion of the device fell apart. The jaw assembly of the device failed and 3 pieces of the assembly fell into the abdomen. The patient was not harmed and the device and 3 pieces were successfully removed from the patient's abdomen. The surgery was completed successfully and without incident.